Event description:
The customer stated that they received erroneous results for a total of three patient samples tested for creatinine plus (crea). Of the three samples, two had erroneous results that were reported outside of the laboratory. The first sample initially resulted as 6.56 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a different p module on (B)(6) 2015, resulting as 0.65 mg/dl. The repeat result was believed to be correct and a corrected report was issued. The second sample initially resulted as 6.98 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a different p module on (B)(6) 2015, resulting as 0.67 mg/dl. The repeat result was believed to be correct and a corrected report was issued. The patients were not adversely affected. The crea reagent lot number and expiration date were asked for, but not provided. The field service representative determined that there was a misaligned squeegee. He adjusted the squeegee for proper aspiration. He performed a mechanism check and this was successful. Calibration and quality controls were ran; all control results were within the account's specified ranges. The instrument was found to be performing within specifications. The field service representative also performed annual preventive maintenance on the analyzer.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.